Event description:
Newton af clinical study - subject ID: (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. It was reported that on (B)(6) 2022, the patient presented to the emergency room with a fever, nasal congestion and a cough. The patient tested negative for covid-19 and the flu, but did develop community acquired pneumonia post ablation. The patient was prescribed azithromycin and cefdinir, and this issue is ongoing.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.